Event description:
The syringe broke off from the tubing when the nurse tried to use it for the second injection.

Manufacturer narrative:
Additional information has been requested from the customer. Conclusions: a root cause analysis could not be determined as the sample was not sent for evaluation. A review of the manufacturing process showed that the transducer assembly goes through 100% visual inspection to check for cracked or damaged components during subassembly process. The kit assembly also goes through 100% visual inspection to check for damaged assembly during the kit manufacturing process and sampling visual inspection for damaged component during outgoing inspection. The engineer concludes that a possible cause of this event could be the user accidentally bent the syringe during application that caused the syringe to snap off. (B) (4). (B) (4).